Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced dizziness and fatigue. It was also reported that the right ventricular (rv) lead was oversensing with an elevated sensing integrity counter (sic). The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.